Manufacturer narrative:
Unit power up properly after battery installation. No critical pump error alarms were noted. Unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with minor scratched display window, case and keypad overlay texture damaged.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s mother reported via phone call the insulin pump alarmed critical pump error. The customer¿s mother declined to provide blood glucose however, stated blood glucose is ok. The customer was advised that the insulin pump will need to be replaced. Advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.